Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 35 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6)2013, the patient had essure inserted. On (B)(6)2022, 3270 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal via hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 34 year-old female patient who had essure inserted (lot no. A87121) for female sterilisation. The patient had a medical history of menorrhagia, migraine, blood pressure high, arthritis, adenomyosis, dyspareunia, pelvic congestion, dyspareunia, pelvic pain, parity 4 and multi gravida. Previously administered products included: valium, demerol and toradol. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2021, 3002 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingooophorectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: discrepancy noted : removal date as per argus (B)(6) 2022. As per mr : (B)(6) 2021. Seeing approximately 3- 5 coils on the right side number of coils: left 1, right: 3. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2021: microscopic diagnosis: uterus with bilateral fallopian tubes and ovaries: cervix: -benign cervical tissue with no evidence of dysplasia or malignancy. Uterus: -proliferative endometrium. No evidence of hyperplasia or malignancy. Bilateral fallopian tubes: -benign fallopian tube mucosa with no significant morphologic abnormality. Bilateral ovaries: -multiple follicular cyst. Hemorrhagic corpus luteal cyst. No evidence of malignancy specimen: uterus, with bilateral tubes and ovaries gross description: within the lumen of each segment is a coiled segment of silver metallic foreign material, consistent with essure coil. There is no perforation. The most recent follow-up information incorporated above includes data received on: 29-sep-2023: mr received : lot number, reporters information patient medical history and surgical pathology reports were added. Product removal date and rcc updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 34 year-old female patient who had essure inserted (lot no. A87121-invalid) for female sterilisation. The patient had a medical history of menorrhagia, migraine, blood pressure high, arthritis, adenomyosis, dyspareunia, pelvic congestion, dyspareunia, pelvic pain, parity 4 and multi gravida. Previously administered products included: valium, demerol and toradol. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2021, 3002 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingooophorectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: discrepancy noted : removal date as per argus (B)(6) 2022. As per mr : (B)(6) 2021. Seeing approximately 3- 5 coils on the right side number of coils: left 1, right: 3. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2021: microscopic diagnosis: uterus with bilateral fallopian tubes and ovaries: cervix: benign cervical tissue with no evidence of dysplasia or malignancy. Uterus: proliferative endometrium. No evidence of hyperplasia or malignancy. Bilateral fallopian tubes: benign fallopian tube mucosa with no significant morphologic abnormality. Bilateral ovaries: multiple follicular cyst. Hemorrhagic corpus luteal cyst. No evidence of malignancy specimen: uterus, with bilateral tubes and ovaries gross description: within the lumen of each segment is a coiled segment of silver metallic foreign material, consistent with essure coil. There is no perforation. Lot number : a87121-invalid. The most recent follow-up information incorporated above includes data received on: 02-nov-2023: quality safety evaluation of ptc. We received an invalid lot number in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.